Event description:
During a turp procedure, the tip of the resectoscope sheath broke off and was located by x-ray. Pt returned on 8/3 for a follow-up cystoscopy and the broken piece was retrieved. The risk mgr, who has the subject sheath, is on vacation and will not return until the 1st week of sept. The last purchase record and svc record of this sheath with this account was 8/93. Therefore co believes the sheath is about 3 years old. The beak of the sheath is ceramic material which is very burn resistant, yet brittle. The breakage of the sheath was most probably due to long use.